Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of pipeline failure to open in middle section. The patient was undergoing surgery for treatment of a saccular, unruptured, left segment c aneurysm with a max diameter of 6 mm and a 10 mm neck diameter. The landing zone was 4.3 mm distally and 4.5 mm proximally. It was noted the patient's vessel tortuosity was moderate. It is unknown if dual antiplatelet therapy (dapt) was administered. It was reported that after the pipeline stent was advanced to the target site, in-situ deployment was initiated; the tip opened successfully. However, during deployment of the mid-section, despite multiple deployment, retrieval, and complete retraction, it consistently failed to open. The middle section of the ped2 stent failed to open. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter.